Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14441. It was reported that during a lead revision surgery (related manufacturer reference numbers 1627487-2021-13265, 1627487-2021-13266) on (B)(6) 2021, the physician cut the leads and part of the leads remain implanted in the flank area. New leads were implanted and stimulation therapy was restored post-operatively.